Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: transient increase in rotor noise values on 28aug2024. Review of the submitted images confirmed damage to the outer jacket of the patient's pump cable. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. The account submitted two images for review, which revealed a tear in the outer jacket of the patient¿s pump cable adjacent to the inline connector. The armor layer also appeared to be damaged in this area; however, no damage to the wires was able to be confirmed. The controller event log file contained events from 08aug2024 through 06sep2024. No notable events or alarms indicating an issue with the pump cable were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-027483. No further related events have been reported at this time. The relevant sections of the device history records for mlp-027483 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also cautions the users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have a small tear on their driveline with exposed internal wires. From what could be seen, the wires did not appear to be damaged. Log files were sent to ensure everything was okay. From the log file data, there were no indications that the pump side driveline tear had interfered with the pump or peripheral equipment operation. It was recommended to apply rescue tape to the tear. The pump files were also normal.